Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. A beckman coulter field service engineer (fse) was dispatched and evaluated the device. During inspection of the ion selective electrode (ise) unit, the fse found that the reference solution valve was not functioning properly. The malfunctioning valve was removed and a new valve was installed. All verification checks were within specification. All results were in line with the clinical diagnoses of the patients. In conclusion, there is sufficient evidence to suggest the cause of the erroneous sodium patient results is due to a hardware malfunction. (B)(4).

Event description:
The customer reported generating erroneous high sodium (na) patient results for approximately fifteen (15) patients on the au480 clinical chemistry analyser serial number (B)(4). The initial results were not released from the laboratory. There was no report of an injury or illness to the patient or change to patient care attributable to the output from the device in this event. The customer changed the electrodes on the instrument but this did not resolve the issue. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.